Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on november 8, 2023, the patient underwent surgery with the screw in question for a distal humeral fracture. The screw was inserted without feeling the drill during the procedure due to severely coarse bone. After surgery, it was confirmed that the screw was inserted into the olecranon. A revision surgery was performed on (B)(6) 2023. In the revision surgery, it was noted that three va locking screws were not fully inserted into the bone, and these were removed. One screw was reinserted in a different direction, and it was found that it was not fully inserted into the bone after checking with elevator. Therefore, this screw was also removed. The surgeon could not feel the bone during drilling and could not confirm it by fluoroscopy. As a result, the surgeon decided to complete the revision surgery with only screw extraction. This report involves one unk - screws: va locking. This is report 2 of 3 for (B)(4).